Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The customer contacted product support and suggested to customer repair per the manual. Pin alignment from the solenoids to the data acquisition pcb are good. Provided part numbers for the solenoids and suggested replacing sol 3 and 4. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit alarm with proximal pressure sensor auto- zero failed error. There was no patient involvement.